Event description:
It was reported a patient underwent vns battery replacement due to high impedance. The patient's explanted generator was discarded. The suspect product remains implanted to date. No other relevant information is available to date.